Manufacturer narrative:
Follow-up #1 and final report submitted to correct section and to update based on the results of investigation. Reported event: an event regarding reamer selection , involving a rio®upgrade disk pka 2.5.6.2 and tha 3.1, catalog: 211355 was reported. Method & results: device history review: a review of the DHR associated with rio 337 found quality inspection procedures successfully passed. Complaint history: based on the device identification (pn 211355) the complaint databases were reviewed from 2011 to present for similar reported events regarding reamer selection . There were no other reported events for the listed catalog number. Conclusions: session data was not provided after multiple communications, therefore the exact steps to reproduce the described issue could not be confirmed. Attempts were made to replicate the event described, however the event was not able to be reproduced. Session files were not provided for evaluation.

Event description:
The surgeon was performing a makoplasty hip arthroplasty using the robotic arm interactive orthopedic system (rio) .during the surgery, the surgeon reamed with a 55 reamer on a variable angle end effector with reamer shaft set on 45 offset. Upon returning to the cup reaming page and passing the requested checkpoint the reamer size was set correctly at 57, but the software had reverted back to a straight reamer shaft even though an offset reamer shaft set at 45 degrees had been used for rio registration and the previous reaming step. The case was successfully completed and there was no harm to the patient.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was performing a makoplasty hip arthroplasty using the robotic arm interactive orthopedic system (rio) .during the surgery, the surgeon reamed with a 55 reamer on a variable angle end effector with reamer shaft set on 45 offset. Upon returning to the cup reaming page and passing the requested checkpoint the reamer size was set correctly at 57, but the software had reverted back to a straight reamer shaft even though an offset reamer shaft set at 45 degrees had been used for rio registration and the previous reaming step. The case was successfully completed and there was no harm to the patient.